Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received battery out limit. The blood glucose level was unknown. Troubleshooting was performed for battery out limit and it was observed that the battery cap was the issue and the metal piece was missing. The insulin pump will not be returned for the analysis.